Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st distal stent segments with struts flared and misaligned. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Negative prep was performed. The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis summary: image is of the distal section of an sds device. Deformation is evident to the distal stent wraps. Deformation is evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis (B)(4): images available in the all attachment tab for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute rx coronary drug eluting stent was used during a procedure to treat a lesion exhibiting 95% stenosis in the distal right coronary artery (rca). There was no damage noted to the packaging. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered advancing the stent. Excessive force was not used during delivery. It was reported that when the stent was being advanced, resistance was felt. The device was pulled back and the stent was noticed to be deformed. It was reported that it wasn't noticed if the stent had been deformed from opening the package or not. The procedure was completed using another endeavor resolute (3.0 x 24mm) and a non medtronic (2.75 x 13mm) stent. The patient is alive with no injury.